Event description:
Complaintant alleged that during a routine shift check by a clinician the device had no display. Complainant indicated that there was no patient involvement in the reported malfunction.